Event description:
A customer reported elevated ckmb result above the normal reference range on one patient sample. Upon repeat the results were in the normal reference range. The erroneous result was not reported outside of the lab. The customer has not received any reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The original sample was tested in a green top tube. The sample was originally centrifuged at 9000 rpm for 3 minutes. The samples were re-centrifuged in a different centrifuge at 3100 rpm for 10 minutes. Qc was within the customer's established ranges before and after the event. A field service engineer (fse) was not dispatched, as the customer did not believe this to be a hardware issue. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.